Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records did not reveal any manufacturing deviations or anomalies. The investigation could not draw any conclusions regarding the reported event. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or add'l info be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Pt revised to address osteolysis and polyethylene wear of liner.